Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return. H3 other text: pending investigation.

Event description:
Brush head comes off - oral-b power care refills [device breakage] . Case narrative: consumer via phone stated that toothbrush head came off while brushing teeth. No injury was reported. Follow up received on 30-mar-2026: suspect product batch lot no. Deleted. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head comes off - oral-b power care refills [device breakage] . Case narrative: consumer via phone stated that toothbrush head came off while brushing teeth. No injury was reported.

Event description:
Brush head comes off - oral-b power care refills [device breakage]. Case narrative: consumer via phone stated that toothbrush head came off while brushing teeth. No injury was reported. Follow up received on 30-mar-2026: suspect product batch lot no. Deleted. No injury was reported. Follow up received on 20-apr-2026: product investigation results: suspect changed from refill to handle after investigation, 'no manufacturing cause and no design issue identified based on investigation. No injury was reported.

Manufacturer narrative:
On 20-apr-2026 - product investigation results: complained product received - user handling was identified as root cause for the complaint.